Event description:
The customer reported to beckman coulter (bec) that erroneous high monocytes (mo %) results were generated on two patient samples run on two different days on the coulter act 5 diff cp analyzer after switching the analyzing mode from complete blood count (cbc) to complete blood count/differential (cbc/diff) mode. All mo% results obtained on the initial run were verified by rerun on the same instrument, and rerun results were reported out as correct. The customer also indicated that controls recovered low for mo% but they were within the published specifications. The instrument generated flags for the initial run. The erroneous results were not reported out of the laboratory. The customer indicated that for the most part, the samples run at this facility are run on cbc only mode, and the issue of erratic mo % results was noticed when the cbc/diff mode request was ordered. This MDR is covering the event occurred on (B)(6) 2013. MDR 1061932-2013-00312 is being submitted for the event which occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse aligned the flow cell and lubricated all syringes. The fse verified and validated the analyzer. The failure mode was attributed to alignment of the flow cell.